Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 415, 246 and 215 mg/dl and had air bubble anomaly. The customer states the approximate size of air bubbles is champagne size to size of pin head and multiples. Troubleshooting was done for air bubble, high blood glucose and under delivery. The customer treated with a syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump passed the dat test at 0.08715 inches. Insulin pump delivered a bolus properly. No under delivery anomaly noted. Insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.